Event description:
During a pta to a slightly calcified sfa, the balloon began to leak during the first inflation at eight atmospheres. Access was made via the femoral artery, and the product was properly inspected and prepped per the IFU prior to use, with no anomalies noted. The procedure was successfully completed with another cordis balloon. There was no report of pt injury. As per the reporting affiliate, no add'l info is available. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.